Manufacturer narrative:
Invacare was made aware of an event that took place in the (B)(6) with a 3-1/2-year old action 2 ng wheelchair. Invacare is filing this report because the myon wheelchair made at invacare owned invamex and sold in the u.s. Has been determined to be similar in design to the action 2 ng. The information we have is that the action 2 wheelchair functioned as intended. The end-user hit the brake handle causing it to release. No malfunction alleged. The customer replaced the brakes after the incident without checking the set up before removing them from the wheelchair, therefore, the set up of the brakes when the incident occurred could not be checked. The brakes were changed in (B)(6) 2021, but it is not known exactly which types of brakes were installed and how they were set up. The involved device is named on the incident report as a ¿invacare action 2 ng wheelchair with long handled push lock brakes¿. There is no push lock brake with a long handle on the action 2ng options. It could mean that the device has been modified by the customer, which would be out of the range of the action 2ng options tested and verified by invacare. While push lock brakes with a long handle is not an option on the action 2, it is an option on the myon. Invacare france requested pictures and the return of the medical device to finalize the investigation, but at the time of this filing they have not been received. If more information is received a follow-up will be filed.

Event description:
It was reported that the patient was transferring from his static chair into the action 2 ng wheelchair (which he does several times a day) when he accidentally hit the brake lever on the action 2 ng. The left brake on the action2 ng released, and the patient fell. The patient said he did not hurt himself at this point but his legs were now caught in the static chair that he was originally transferring out of. As he was maneuvering to get back in to the wheelchair, he heard his knee "pop". His leg started to swell, and he went to hospital where it was confirmed that he broke his tibia and fibula just below the knee.